Manufacturer narrative:
It was reported that the device was being set up for use at the time of the event. There was no delay in therapy, and no medical intervention was required. No patient or user harm was reported.

Manufacturer narrative:
It was reported that the touchscreen was replaced to resolve the issue. The unit was returned to service.

Event description:
It was reported that the touchscreen was intermittent, and does not work. Not in use, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer was advised to replace the touchscreen, and was provided with the part number for replacement. Further information is pending.